Event description:
Complainant alleged that during an open chest resuscitation, the clinicians attempted to defibrillate the pt using the device, but when they depressed the discharge buttons on the paddle set, there was no energy delivered to the pt. The clinicians were able to "promptly" obtain another set of paddles to defibrillate the pt. The complainant indicated that pt subsequently expired, but that the pt outcome was not as a result of the reported malfunction, as the pt had severe medical problems.